Event description:
On (B)(6) 2016, the user in italy contacted lifescan, alleging that no results were displayed after they applied control solution onto the test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.